Event description:
The customer reported that the system was unable to recall images and that the workstation would reboot uncommanded. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The 5v power supply was adjusted. The system was tested and found to be working as intended and put back into service.